Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 120 units. Reportedly, the cartridge was filled with 200 units of insulin. There was no impact to the customer's blood glucose levels for the reported issue. The customer continued to use the pump for insulin therapy.